Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii/IV and removal of textured implants due to the patient¿s concern with the product."

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: observed one opening assessed as surgical damage. White calcification observed on the device. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and concern with the product. Device has been explanted.